Event description:
It was reported that the ilet pump¿s screen was broken in two places and became nonresponsive to touch, preventing input and normal use. Symptoms included no adverse clinical effects and no changes in blood glucose control were reported. Outcomes included continued diabetes management using a compatible cgm application to monitor glucose while awaiting device replacement. Investigation included review of the complaint details and device history review, with instructions provided to shut down the device and retain data in the mobile app. Investigation of this device revealed a damaged display assembly resulting in loss of touchscreen functionality consistent with physical screen damage. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device¿s display component.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.